Manufacturer narrative:
The reported incident that the drill bit (axsos 3 ti non-locking, short, ø2.5 x 216mm) was alleged of issue ¿breakage during surgery¿ (s-11) could be confirmed since the device was returned for evaluation and it was verified to be broken. The device inspection revealed that the surface of the drill bit is in a good looking condition but the threaded tip is broken / missing. The remaining tip of the bit has signs of wear and a few cracks parallel to the broken edge. The broken edge is deformed and the surface has signs of fatigue in a circular movement. The edges of the remaining helix are also deformed and broken at some parts. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive torque. The drill bit is in a very good condition and the manufacturing inspection did not indicate any malfunctions. Most likely, during usage of the device, excessive torque was applied, while twisting the drill bit into the bone. If there was also hard/dense bone and even insufficient primary bone fixation, combined with carelessness during usage, could lead to such a breakage. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while twisting the drill bit. Particularly, if the drilling was in an inclined angle, through the hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. As stated in the IFU: ¿'ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker.¿ furthermore, ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ the signs of wear that were revealed during the inspection, could either be from multiple uses of the device, or from the drill bit coming in contact with something harder. As a result the cutting flutes led to torsional overload and subsequently to the reported breakage. Therefore, ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ in the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however please bear in mind what is clearly written about drill bits: ¿such instruments are recommended as single patient use.¿ in the IFU it is specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release.¿ one further reason for such a breakage could be a deviation from the instructions for cleaning and sterilization. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos tibia orif, the drill bit broke when it was being used. The tip of the drill bit was remained to the patient.